Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. The customer declined to provide the lot number; therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. See sales force record. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged vasovagal reaction include, but are not limited to the patient's physiology, the patient's disease state, and/or the patient's sensitivity to the procedure.

Event description:
The customer reported that after completing a therapeutic plasma exchange (tpe) procedure on spectra optia the patient 'fainted' in the restroom. Per rn,the patient was shifted to intensive care unit (ICU) and reported to be in 'awake' condition. The customer declined to provide the information for the investigation such as procedural details and patient information and outcome. The tpe set is not available for return because it was discarded by the customer